Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call that the insulin pump displays a low battery on the display before and after a battery change. The customer's blood glucose reading was 237 mg/dl at the time of incident and over 600 mg/dl at the end of the call. Troubleshooting found that the pump also alarmed failed battery test, and this alarm was able to be cleared. Customer declined to troubleshoot for low battery and for low blood glucose. The customer was advised to monitor the pump and that a replacement battery cap would be sent to them and to call back if further issues.